Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump clipped to a belt in a case and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2019 with the following findings: on investigation, the keypad cover was intact and without damage. There was no damage, defect or contamination of the button contacts. All keypad button demonstrated normal response when tested. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.